Manufacturer narrative:
The insulin pump was received no button response due to flattened up, act and down button dome switch. The pump was unable to verify low suspend alarm due to no button response. The pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 160 mg/dl. The customer stated that the buttons are hard to press and have not gotten any better. The customer stated that she does not have symptoms of low blood glucose. The customer stated that she does have scar tissue and frequently bleed when inserting the sensor. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.